Event description:
In preparation for ligation of esophageal varices, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. When the loading catheter was being used to load the ligator barrel onto the endoscope, the small blue hook of the loading catheter was placed near the knot on the trigger cord. The user began pulling the loading catheter and trigger cord through the endoscope. When the knot of the trigger cord exited the endoscope, the small blue hook on the loading catheter separated from the loading catheter. The loading catheter was turned around to use the blue hook on the other end, but that hook also separated. Another ligator was used to perform the procedure. This occurred during the ligator loading process; there was no impact to the patient. A section of the device did not become free inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. After review of the initial reporter's order history, we can advise the lot number is either w2776487 or w280997. The expiration date is either 11/05/2010 or 01/25/2010. The device manufacture date is either 11/05/2009 or 01/25/2010. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. The possible lot numbers of the product said to be involved were used to review the device history records. After a review of the device history records for the possible lots, we can report no discrepancies or anomalies were noted. We could not conduct a sample test from these lots because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the information provided indicated the small blue hook of the loading catheter was placed near the knot on the trigger cord. This is against the instructions for use and is likely related to the reported observation of hook separation from the loading catheter. The instructions for use direct the user to leave approximately 2cm of the trigger cord between the knot on the trigger cord and the blue hook on the loading catheter during the loading process. If the trigger cord is attached to the blue hook with the knot beside the blue hook, this could create resistance when withdrawing the loading catheter through the ligator handle. If additional pressure is applied to the loading catheter when resistance is encountered, this can cause separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the possible lots of the product said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of loading catheter hook separation. This product was manufactured prior to implementation of this corrective action. No further action warranted at this time because the information provided indicated the blue hook was placed near the trigger cord hook, which is against the instructions for use and is likely related to the reported observation. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.